Event description:
Paramedics attached the device to a person diagnosed in cardiac arrest. The device displayed a continuous connect electrodes alarm and use of the defibrillator was inhibited. The pt's ECG rhythm was subsequently diagnosed as asystole using a 3-lead pt cable. The pt was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's condition.